Event description:
Pt had bilateral breast implantation in 1980. Closed capsulotomy performed one year later for capsular contracture. Developed systematic symptoms aausing suspicion of rupture of implants. Suspected rupture, pain and bilateral capsular contractures necessitate removal. Upon removal, bilateral tears in implants confirmed.